Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. A visual inspection was performed and no issues were found. A functional test was performed and completed successfully. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the heater bag connection after the pd treatment was completed. The cause of the leak is unknown. Upon follow up, the patient¿s caregiver stated the was able to complete treatment on the cycler. The patient was prescribed prophylactic antibiotics and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was available for return for physical evaluation by the manufacturer.